Event description:
The physician was using a milex uterine handyvak system which includes a 60cc syringe and a cannula. The cannula was successfully inserted through the cervix. On gently pulling back, the hard plastic part of the plunger disengaged from the rubber stopper. On sudden disconnection, the cannula went slightly deeper into the uterus. There was no pt injury. Device usage problem: device failed (e.g. Broke, couldn't get to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Reference medwatch 2200310000-2005-8033.